Event description:
It was reported by the affiliate that the (2) er320 were used during a neghocusterectomie procedure. It was reported that one of the devices was empty and the other had clips that jumped from the instrument. There was no consequence to the pt.